Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent no voltage to stator error when the c arm was positioned horizontally. The system will fail to generate fluoroscopy x-ray with a stator error message display. There are no reports of patient injury or death associated with this event.